Event description:
It was reported that patient presented for device change out. The new ICD was implanted successfully. It was noted that prior to implant defib function was not tested. After implant, capacitor maintenance was perfor med and an alert message stating possible output circuit damage with a high voltage impedance of 0 ohms was observed. The pacing and high voltage lead impedances were normal. The pocket had not been completely closed and ICD was explanted and re placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of an output circuit damage alert was confirmed in the laboratory. The charging and delivery circuits were found to be normal in the laboratory. It was found that the alert was false and was caused by a failure of one of the detection circuits.